Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call. Customer states that the headache was no related to diabetes. Customer had other medical conditions.

Event description:
Consumer reported complaint for high blood glucose results the customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 135 to 160mg/dl. The customer did report symptom of a headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 06/30/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:393mg/dl date:(B)(6) 2018 time:9:23am fasting, result 2:369mg/dl date: (B)(6) 2018 time:12:48am fasting, result 3:372mg/dl date (B)(6) 2018 time:12:47am fasting, result 4:405mg/dl date:(B)(6) 2018 time:12:05am fasting, result 5:420mg/dl date (B)(6) 2018 time:10:37pm fasting.